Event description:
During patient use, the battery only lasted about 1 minute and only performed about 60 compressions. Patient was (B)(6) male and weigh about (B)(6). No adverse affects to the patient. Customer had to perform manual chest compressions. Battery management is in place. The battery is faulty. The battery serial number is (B)(4), manufactured in august of 2011 and has 23 cycles.

Manufacturer narrative:
Zoll has not received the product for evaluation and this complaint is still under investigation.